Event description:
It was reported that the right ventricular (rv) lead was repositioned due to a dislodgement. It was noted that the dislodgement was confirmed via chest x-ray, and the lead had loss of capture. No additional adverse patient effects were reported.